Manufacturer narrative:
The pump was received with intermittent buttons due to an unlocked connector at the lcd board. The pump also had a cracked case at the display window corners and battery tube threads, as well as minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was not known. Nothing further was reported.